Event description:
It was reported that a reduction in R-wave amplitude was noted on the Right Ventricular (RV) lead. An echocardiogram revealed that the RV lead had perforated, and a pericardial effusion was also noted. As a result, a chest tube was placed. The RV lead was explanted and replaced with a new one. The patient was recovering following the surgery.